Event description:
After an unsuccessful attempt to access an aneurysm at the top of the basilar artery, the physician removed the guidewire (subject device) and the microcatheter from the pt. The polytetrafluoroethylene ptfe coating on the proximal portion of the wire was noted to be peeling/flaking after the guidewire had been steam shaped and reinserted into the microcatheter. The peeled portion of the device was noted to be outside of the microcatheter. The device was completely removed, and there were no peeled particles remained inside the pt's body. The procedure was completed using another guidewire and the same microcatheter. There were no reported clinical consequences to the pt. The pt's current condition was reportedly fine.